Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, during a procedure with dhs, two surgeons experienced issues. The surgeons were able to put the coullum screw in without problems, but they could not get the rail in over the screw. The surgeons mentioned that there was a miss alignment in the screwdriver, the plate hit against some metal. It was noticed that the clutch screwdriver broke in the collum screw and the surgeons had to operate the patient with a hemialloplasty instead. There was a surgical delay of sixty (60) minutes. This report involves one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4).